Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient had an infection. The surgeon removed left side extension and the ipg. The left side was still implanted. No contributing factors were known. The issue was resolved at the time of the report. No further complications were reported as a result of this event.